Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and lymphadenopathy.

Event description:
Healthcare professional reported left side "possible rupture", "fluid collection", "enlarged lymph nodes", and "patient's concern with product." Device remains implanted.

Event description:
Device has been explanted.